Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose events. The customer stated that her blood glucose reading dropped to 47 mg/dl the night prior to call and treated with food. Customer declined low blood glucose troubleshooting. Customer also reported to have experienced a high blood glucose of 276 mg/dl and treated with insulin pump. Customer's blood glucose value was 189 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. There were no leaks or air bubbles. The device settings were correct. Customer was advised to check insulin pump settings with the healthcare professional. The insulin pump is not returned for analysis.